Event description:
Low power of the laser due to optical damage.

Manufacturer narrative:
Low power output due to optical damage - replaced the damaged mirror. No injury happened because failure happened during maintenance.